Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic recurrent incarcerated ventral incisional, spigelian, umbilical hernia repair with mesh. She had revision surgery 3 months post-surgery. The patient experienced surgical revision, recurrence, adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of incarcerated recurrent ventral incisional hernia, spigelian hernia and umbilical hernia. It was reported that after implant, the patient experienced recurrence, abdominal pain and adhesions. Post- operative treatment included surgical revision, hybrid lap/open recurrent incarcerated ventral incisional hernia repair with revision of mesh, lap lysis of adhesions, tap block with experyl [sic] and injection of kenalog.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence and adhesions. Post- operative treatment included surgical revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.